Event description:
Anesthesia machine failed during operative hysteroscopy and resection of submucous myoma - required brief period of manual ambu bagging by anesthesiologist. All vital signs were stable during that period of time. No harm to patient or interruption or delay in case. Patient recovered in the pacu and was discharged to home as expected two hours later. FDA safety report ID #: (B)(4).